Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
A report was received from the USA, stating that the device will not lock the bits in place. The device was being used during surgery. There also was no report of user or patient injury or medical intervention. No additional information available.